Event description:
It was reported that the surgeon had loaded the abbott medical optics (amo) tecnis 1 piece zcb00 into the emerald ar injector. Doctor then proceeded to insert the lens into the eye; reportedly, the injector was faulty and had no resistance in the plunger. As the surgeon injected the lens, the plunger went through the posterior capsule of the eye and the tecnis zcb00 lens consequently went posterior into the vitreous body. The surgeon stopped the surgery. The patient was referred to a vitreoretinal surgeon for an additional operation which will be performed. The vitreoretinal surgeon reported that the patient's retina was not damaged and the anterior capsule was intact. Reportedly, the patient will have to undergo a vitrectomy. The surgeon reported confidence in a good visual outcome for this patient. As reported by the surgeon, after inspection of the injector, the two guides/tags present at the top of the injector body where the plunger thread initially met were absent. These guides provide the necessary resistance to allow for a smooth controlled implantation.

Manufacturer narrative:
Injector plunger went through the posterior capsule of the eye. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the patient underwent a vitrectomy and had a three (3) piece suclus lens implanted successfully. The date of the vitrectomy was not provided. The patient had fully recovered from the event. All pertinent information available to abbott medical optics (amo) has been submitted. Placeholder.

Manufacturer narrative:
Evaluation of the unfolder handpiece revealed that the pin tips showed signs of wear; one tip was smashed. It seemed as though excessive force was applied to the pin. It is not believed that excessive force could be applied to the pin during the normal, typical use of this part. In addition, the number of surgeries performed whereby the part was used, was not provided. No further information is expected. All pertinent information available to abbott medical optics (amo) has been submitted.